Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d00186, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 100mcg/ml, 50mcg/day; intrathecal bupivacaine 5.5mg/ml, 2.75mg/day; intrathecal morphine 3.3mg/ml, 1.65mg/day; for non-malignant pain. The pump started alarming on (B)(6) 2015 and the event logs showed a motor stall had occurred at 21:09. At about 01:00 on (B)(6) 2015 the patient started to have a weird taste in her mouth and some tingling from head to toe. The symptom onset was considered sudden. The patient's medical history includes failed back surgery syndrome. Follow-up is being conducted to obtain all information relevant to the event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4).

Manufacturer narrative:
Corrected information: device code changed.

Event description:
Additional information later reported that it was confirmed that (B)(6) 2015 was the oldest event log and there were no anomalies then up until (B)(6) 2015 in which a motor stall occurred at 2213 that day. The following was further reported as per the pump logs: (B)(6) 2015 at 1359 pump was updated with normal event logs confirmed, (B)(6) 2015 at 1519 normal event logs noted, (B)(6) 2015 at 2213 tube set occurred, and (B)(6) 2015 at 1354 motor stall recovery occurred. The pump replacement was to occur today ((B)(6) 2015).